Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information provided. It was clarified that the patient had surgical intervention to have the detached needle removed from their body. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a needle retraction issue occurred. The patient¿s mother stated that when they inserted the sensor into the abdomen on (B)(6) 2020, the needle became stuck inside the patient¿s body and had to be extracted at the hospital. He was doing better at the time of the report. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Event description:
Product was provided for investigation. However, a functional investigation was unable to be performed on the returned device components because the integrity of the sensor has been compromised and the environment in which the system failed cannot be replicated. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6). 2020. The patient's mother stated that when they inserted the sensor, the needle became stuck inside the patient's body. The patient was taken to the hospital and had the sensor wire surgically removed from their body. At the time of report, the patient was as doing better. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.